Event description:
Right rupture. A 39 yr old white, g0, female status post right submuscular infraclavicular implantation of 500cc surgitek gels for augmentation on 6/30/91. She denies history of trauma but complains of 2 yrs of burning in left breast. Pt has systemic complaints of arthalgias/myalgias, fatigue, headaches, visual problems, neurocognitive problems & sob. Pt otherwise healthy, ex smoker, no family history of breast cancer. Mammogram 92 within normal limits. Surgery on 2/3/93 shows right rupture, extensive with min yell and bleed. Pre-operative exam-p l grade ii capsule right I capsule with tender of axillary nodes.